Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 775 mg/dl and an unspecified level of ketones. Customer suspected the non-tandem infusion set was the cause; however this could not be confirmed. Reportedly, customer was using humalog supplies for over 48 hours. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER the next day with the issue resolved and no permanent damage.